Event description:
It was reported that the patient presented to clinic after receiving a patient alert. Loss of sensing and high pacing lead impedance were observed. During lead revision, the lead could easily be pulled through the suture sleeve and one suture was noticeably loose. Lead dislodgement was observed. When the device was pulled from the pocket, the lead was visibly twisted. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.